Manufacturer narrative:
The following fields were corrected based on additional information provided: lot no: pd1c12051951. Expiration date: 6/3/2021. Unique identifier (UDI) #: (B)(4). Device mfg date: 12/3/2019.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged, and fluid was able to flow through the fluid path with no signs of struggle. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached between 250 mg/dl and 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Negative ketones were also reported, as well as blood at the site. As treatment, a manual injection of insulin was delivered and a new pod was applied.